Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose levels (51-56 mg/dl). Customer did not know cause of low bg. Customer reported no autocorrections; however, there was some increased basal rates from control iq. Customer treated low bg.